Manufacturer narrative:
Age at time of event : 18 years or older. B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00 mm x 12 mm apex balloon catheter was advanced to dilate the lesion. However, upon inflation of about 3-4 times at 20 atmospheres, the balloon was unable to inflate. The device was completely removed from the patient. However, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of an apex balloon catheter in two pieces. The device soaked in a warm water bath for a week. The balloon was loosely folded with contrast in the balloon and inflation lumen and blood in the wire lumen. The tip, balloon, markerbands, proximal bond, distal shaft and hypotube were microscopically and tactile inspected. Inspection revealed the hypotube was separated 26.5cm from the strain relief with numerous kinks, and there was a burst in the balloon material approximately 1mm in length. The separated ends of the hypotube were oval, as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. There is indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the directions for use states: "do not exceed rated burst pressure. " (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 12mm apex¿ balloon catheter was advanced to dilate the lesion. However, upon inflation of about 3-4 times at 20 atmospheres, the balloon was unable to inflate. The device was completely removed from the patient. However, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.